Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found no damage was found. No product issue was identified. During visual inspection there was no evidence of broken cables were found on the grip & pitch cables at the distal end and proximal end. The grips opened and closed properly. The instrument was fully functional. There was no physical damage. There was no problem detected.

Event description:
Refer to h11 for follow-up information.